Manufacturer narrative:
A complete manufacturing review could not be conducted as the lot number is unknown. Visual inspection: the crosser catheter was returned. A complete core wire fracture and catheter detachment was noted at the distal end of the catheter. The outer catheter was stretched at the location of the detachment, likely indicating that excessive force contributed to the detachment. The distal detached segment appeared to be stuck in the usher support catheter, as the distal tip of the crosser catheter could be seen protruding out the distal end of the usher catheter. The outer catheter was shredded in appearance and bunched just proximal to the distal tip. A break in the core wire was observed 1.4 cm from the distal metal tip and the core wire at the proximal end of the break was protruding out of the outer catheter. The core wire was protruding 0.6cm past the distal tip. The distal tip was still attached to the outer catheter. No other anomalies were noted to the crosser catheter. The usher angled tapered support catheter was returned bloody. No holes were noted along the length of the usher support catheter. The distal end of the usher support catheter was slightly buckled, likely indicating retraction issues. Functional/performance evaluation: the detached distal segment of the crosser catheter was removed from the usher support catheter. The outer catheter was not separated from the distal tip. Slight bunching of the catheter was observed just distal to the catheter detachment, likely indicating retraction issues. The detached segment measured 3.5cm from the core wire fracture to the distal tip. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the device was returned with a usher support catheter. The investigation is confirmed for retraction problems as the distal end of the crosser catheter was found detached within the usher support catheter. It is unknown whether patient and/or procedural issues contributed to the event. The definitive root cause for this event could not be identified. Labeling review: the current usher support catheter instructions for use (IFU)provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device has not been returned for evaluation to date. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the recanalization catheter got stuck within the angled support sheath during advancement to the treatment site in the sfa. Both the catheter and angled support sheath were retracted as a single unit without issue. There was no reported patient injury.